Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision. The iol was exchanged for unspecified lens model 1 months and 12 days after the initial implant procedure. Clinical reason for explant was reported as iol came too strong. There are three medical device reports associated with this report. This is 3 of 3. Additional information has been requested.